Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) instrument was returned with the trigger handle jammed halfway, otherwise in good visual condition. The device was received with a fully fired reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device misfired and the surgeon could not open the jaws. Unknown how the case was completed. Unknown if there was any adverse consequences to the patient. Additional information has been requested, no response has been received to date.